Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured below rated burst pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.